Event description:
Davinci sureform curved tip 45 stapler undetected/ incompatible in middle of case. The stapler was being used for the whole case and prior to the max amount of fires was reached, it would no longer be recognized by the robot.